Manufacturer narrative:
Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(6), ubd: 22-aug-2025 and UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced a loss of control and feeling in all four limbs following a procedure involving the implantation of a lead. The patient was taken back into surgery shortly after the initial procedure, where a small hematoma was removed. The patient experienced walking difficulty, immobility, loss of balance, and was unable to get out of bed, leading to a disability characterized by paralysis. The patient has been slowly regaining control in their hands through rehabilitation. The issue remains ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient suffered a spinal cord injury during their lead insertion and is now a quadriplegic.